Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no indication of a lot-specific product quality issue. Based on the available information, the reported leak appears to be due to the loose lock lever cap. A cause for the reported unstable cap could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unstable cap and leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the first clip deliver system (cds), the lock lever cap was unstable. The lock lever was leaking from the cap when the handle was flushed. The cap was tightened and the leaking stop. Therefore, preparation of the cds continued. Then the cds was advanced to the mitral valve, and the clip was successfully deployed. Four clips were implanted, reducing mr to 2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.